Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed a seized turbine. The service technician removed the outer impeller housing of the turbine, with impeller housing removed the service technician tried to manually spin the turbine but the component would not spin. The service technician replaced the turbine and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that model lap top ventilator 1150 had no output flow and no volumes delivered during patient set up. The customer confirmed there was no patient involvement associated with the reported issue.